Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had broken output connectors. It was also indicated that the battery drawer action was sticky due to contamination. It was also indicated that the keypad window and four case screws were contaminated. It was also indicated that the main printed circuit board was out of specification electrically. These parts were replaced and the epg passed final functional and system tests.

Event description:
It was reported that the external pulse generator (epg) had a broken output connector. The epg was returned for service. No patient complications have been reported as a result of this event.